Event description:
Info received indicates the resident was being transferred from a shower chair, hyperextended their legs and back and suddenly slipped out of the sling. The resident hit their right cheek on lift based, causing a facial contusion. The resident received a CT scan and an x-ray which were both negative. The facility indicated that the resident passed away the next day of natural causes which were unrelated to this event.

Manufacturer narrative:
The facility staff stated they performed a reenactment of the event and provided follow-up training to demonstrate competency. Apparently the resident's inner thigh area was very sensitive and the sling was not positioned correctly o the resident's legs. When the resident hyperextended, the sling acted as a chute for the resident to slide out of. The lift was inspected and found to be functioning properly.